Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Awaiting additional information regarding the patient outcome and will be submitted as it becomes available.

Event description:
In this event it has been reported that reciproc blue file 6x broke during use. Fragment remains in canal. Treatment not yet concluded. Next appointment at march 14th. No lot available. Blister also thrown away; but they will sent fragment.

Event description:
Additional information was received indicating that the broken portion of the file was removed from the patient¿s tooth.

Manufacturer narrative:
A reciproc blue file r25 8/100 25mm 025 was returned in loose. The file has broken in two places. Only the handle part and a fragment of the active part were returned. The broken tip is not available and could be still inside the canal. First breakage occurred at the tip (fatigue), second breakage occurred at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. The batch number is unknown, DHR cannot reviewed. No unused file is available for evaluation. Root causes are not identified. For information, we draw customer's attention to the fact that the involved file has broken twice. This means that the customer used, or went on using a file which had already broken a first time. Reciproc blue files are manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. We will track this kind of event and monitor the trend.